Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that when they open the device unfortunately the implants were found defective at the time of surgery. There was no backup device available, the surgeon finished the procedure with a different procedure. They have a delay of 35 minutes.

Manufacturer narrative:
Examination is not possible as the device has not been returned, however a photograph was provided. The photographs show two fast-fix 360 curved needle delivery systems with bent needles. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.